Event description:
Rn answered patient call light. Patient was found with right lower leg caught in recliner chair. The recliner was opened and indentations, bruising, and a slight abrasion was noted to right shin area. Patient was assessed by primary nurse.